Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon removal the patient allegedly experienced trauma and bleeding. The balloon was deflated and the patient went to the hospital for the bleeding. It was later reported from (B)(6) on (B)(6) 2018, that the patient allegedly experienced some blood in his urine prior to the doctor removing the catheter with difficulty and taking it out. This allegedly caused trauma with bleeding and clots. The patient was then taken to the hospital for a cystoscopy and ultrasound of his bladder, which were both clear.

Event description:
It was reported that upon removal the patient allegedly experienced trauma and bleeding. The balloon was deflated and the patient went to the hospital for the bleeding. It was later reported from the international business center representative on 2oct18, that the patient allegedly experienced some blood in his urine prior to the doctor removing the catheter with difficulty and taking it out. This allegedly caused trauma with bleeding and clots. The patient was then taken to the hospital for a cystoscopy and ultrasound of his bladder, which were both clear.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water."